Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Lavh- after 15minutes of usage the blade didnt cut anymore, changed the handpiece additional info received per email from tm on (B)(6) on additional questions asked: approximately 8 cut cyles had been completed before the event occurred. The surgeon did not experience any resistance or difficulty actuating the blade lever. At the beginning of the case (hysterectomy) thick as well as thin issue was a problem with respect to the type of tissue that was being cut. Over the course of the case it was thin issue. Along the middle of the jaw/seal the blade was not cutting. Approximately 50% of tissue remained uncut. The surgeon did not notice an improvement if/when the jaws were cleaned. The surgeon was not able to find a resolution. The agreed with the surgeon that it was better to take a new handpiece (it was a voyant evaluation)

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, eschar buildup was observed inside the blade channel and jaws. During functional testing, the unit met current specifications as engineering was able to transect through thick and thin porcine tissue. The root cause of the event cannot be confirmed as the device met its intended function. Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary.